Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached. The target lesion was 95% stenosed and located in the circumflex. The lesion was treated with three passes of the oad at low speed. Following the third pass, the imaging quality decreased and the crown was not able to be viewed adequately. It was noted that the tip of the guide wire had become detached. Multiple attempts were made to snare the wire fragment, however it was unable to be retrieved. The wire fragment was secured to the vessel wall with a stent and the patient was in stable condition following the procedure.